Event description:
It was reported that the patient received inappropriate hv therapy due to noise on the rv lead. X-ray examination revealed a wire that appeared to be outside the insulation between the svc and rvc.

Manufacturer narrative:
Lead was returned cut in 2 pieces. Analysis found external insulation abrasion between 13.1 cm and 13.3 cm from the connector pin. The damage is consistent with friction against the ICD can. An internal abrasion was noted below the rv shock coil. Electrical tests performed on both pieces showed normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.